Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was in the first diagonal branch. The diagonal branch attached to the left anterior descending artery at 90 degree angle and then angulated in a downward angle. The mid-distal left anterior descending was atretic. The lesion was predilated. Past the 90 degree angle in the first diagonal branch, there was a previously implanted stent prior to the procedure. This previously implanted stent in the first diagonal exhibited in-stent restenosis. An initial attempt to cross the mid-distal lad with a 0.014 non-medtronic wire was unsuccessful. The resolute onyx stent was unable to cross the 90 degree angle into the in-stent restenosis. A 6f non-medtronic guide extension catheter was placed in the coronary guiding catheter to traverse into the ostium of the diagonal branch where the stent was to be placed. At some point of manipulating the non-medtronic guide extension catheter and the resolute onyx stent in a push-pull method, the stent sheared off the balloon and was undeployed in the right angle portion where the first diagonal branches from the left anterior descending artery. The stent was still on the coronary wire but unexpanded and undeployed for its initial intention. A second wire was placed parallel to the "working-wire", a ptca balloon was placed adjacent to the undeployed stent and was inflated to "crush" the stent against left anterior descending <(>&<)> diagonal artery wall. Once the stent was apposed as much as possible, the "working-wire" was removed. Subsequent stenting with non-medtronic stents were performed to fully tack up the "crushed" 2.25 x 26 mm resolute onyx rx stent. Coronary flow after wire removed and after stenting appeared to be unchanged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a lesion. It was reported that stent dislodgement occurred during delivery to the lesion. It was also stated that the dislodged stent was not removed from the patient.